Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. It should be noted that with use of the pixel, one contraindication in the instructions for use (IFU) is: "patients who exhibit angiographic or clinical evidence of existing thrombosis." Stenosis/occlusion, as listed in the device risk assessment, is a known adverse event associated with coronary stenting. Angina, is listed in the IFU as a known adverse event. There was no product issue reported and there does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. Pms case: it was reported that the initial procedure was in 2005. The target lesion was the proximal rca, which required aspiration of thrombosis prior to stenting. After pre-dilatation, a 2.5 x 18 mm pixel stent was implanted without any complications. In 2006, the patient experienced angina and in-stent restenosis was confirmed. On the following month, re-vascularization was performed using another company's stent. The patient had a follow-up visit on three months later, and was reported to be doing well. No additional event or patient information is available.